Event description:
Dr. Implanted duracon stabilized knee in 1995. It was noticed in clinic during 9/1997, that the screw had come loose. Pt was scheduled for surgery in 9/1997, where a new insert and screw were placed and tourqued down to 80 inch 1lb, by dr.

Manufacturer narrative:
Summary of evaluation:the information provided, including the medical opinion that the implanting surgeon had not properly torqued the lock screw, and the examination results suggest that this event is not device related but rather is associated with insufficient torque being applied to the screw in the baseplate.